Event description:
It was reported that the item would begin to run the pump without pushing any buttons, to the point where the battery pack was getting extremely hot. Therefore, there was a thermal event.

Manufacturer narrative:
Alleged failure: according to the customer the item would begin to run the pump without pushing any buttons, to the point where the battery pack was getting extremely hot so they had to unspike and remove the batteries. (Lot 25014fg2). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the item would begin to run the pump without pushing any buttons, to the point where the battery pack was getting extremely hot. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.